Event description:
Additional information provided received from a literature article, "anaplastic large cell lymphoma and breast implants: five (B)(6) cases" published in the plastic and reconstructive surgery (B)(6) 2012 (B)(4). Within the article the author describes seroma. Within the article the author describes a (B)(6) who underwent a right mastectomy, axillary dissection and immediate beast reconstruction with a latissimus dorsi flap and tissue expander in (B)(6) 1996. She did not require adjuvant therapy. The expander was replaced with a 390cc round smooth implant in (B)(6) 1996. Revision was performed on the right breast capsule in (B)(6) 1997. In (B)(6) 1999, the saline device was replaced with a textured saline implant, (B)(4). In (B)(6) 2007, the patient developed a seroma. The seroma was aspirated and revealed alcl. The device was left in place during chemotherapy. As the seroma recurred, she thus underwent total capsulectomy and implant removal in (B)(6) 2007. Her treatment was completed with further chemotherapy and radiation. She is now disease free. This event was originally reported via easr (B)(6) 2011.

Manufacturer narrative:
Med watch submitted on (B)(4) 2012. Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for saline implants. For primary augmentation patients, seroma rate = (B)(4). Primary reconstruction patients = (B)(4). (Other complications.) Swelling = (B)(4).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).